Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 550 mg/dl. The customer was hospitalized for their high blood glucose. The customer was in the intensive care unit for 3 days where the customer learned that they had liver problems after taking a blood exam. The customer was treated with insulin. The customer stated that they were out of town when they suddenly felt ill prior to the hospitalization. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.